Event description:
It was reported that high pacing lead impedance (pli) was observed. The pli and capture thresholds both spike at the same time in the trends. The patient also reported falling down. The lead was explanted.